Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system outside of a procedure. The rep indicated that after replacing the screen due to an unrelated issue ((B)(4)), the system would no longer export to external monitors. The rep ensured that external video was enable and tested the system with multiple monitors and cables which worked with other navigation systems. The rep also tried replacing the hard drive, but was still not getting "slave" out to an external monitor. The rep was getting a small blue line at the top of the monitor and that was it. The rep was advised to power down both the stealth and monitor boom and disconnect them both. After doing so, the systems were powered back on, but the issue showed the same both with and without the override line. Additional information indicated that the rep was able to get partial video on the system, a thin line at the top of the screen, but nothing else. When the rep logs into the system and logs back out the video comes up at the login screen and will remain. When the system was rebooted the issue reoccurs until a login/logout occurs again. The ssd was tried in another system and the issue followed the ssd and was thus replaced. There was no patient present at the time of this issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the hard drive on the navigation system was replaced, but the system would then not slave out display to an external monitor after booting, waiting for the login screen and then connecting the monitor. It was reported that when connecting the hard drive the navigation system would auto-negotiate the resolution without any user input. The representative then returned to the site, tested a new ssd on a known operational navigation system where the issue recurred. The issue could be resolved by logging out and logging back in. When manually adjusting the resolution, the external display would appear after logging in. It was later reported that the video feed would cut out when logging out but after plugging in external monitors at the login screen, the navigation system functioned as designed. If logged out of the software, video feed would be lost and could only be restored if the navigation system was restarted and the external monitor plugged in at the login screen. The system then passed the system checkout and was found to be fully functional. The ssd for the navigation system was returned to the manufacturer for analysis. The ssd was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. A second ssd for the navigation system was returned to the manufacturer for evaluation. Initial testing found that the issue could not be replicated. The computer for the navigation system was returned to the manufacturer for evaluation. However, results are not available at time of filing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the hard drive was received by sw engineering to investigate. Per cc-2199819, (B)(4) was not able to reproduce the issue in-house. Additionally, the syslog was reviewed but showed no errors or irregularities with the xorg_login_config service.  There is not enough information to determine root cause of reported behavior. Unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The cmptr 9735764rpend nav with pcoip s8 svc (lot# 1904c01143) was returned to the manufacturer for analysis. Analysis of the computer found no fault with the device. The system booted normally with win test ssd and all the video outputs were good. There were several successful runs of burning and all video outputs were stable. Evaluation codes that apply to this testing: if information is provided in the future, a supplemental report will be issued.